Event description:
It was reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
A review of the primary surgical notes found no mention of complications and a range of motion of 0 to 135 degrees noted with a stable knee in all planes. Zimmer package insert nexgen cr-flex and lps-flex gender solution female, knee femoral components states pain as a potential adverse effect of the surgical procedure. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. This device is used for the treatment of the pt. Review of the device history records did not find any deviations or anomalies.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.